Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the impedance measurements have been stable over multiple years with no gradual increase. This system remains in service. No adverse patient effects were reported.